Event description:
It was reported by the customer that the pyxis medstation es system encountered a communication problem, causing the database to be out of sync and thereby preventing the users from accessing medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a communication problem as a result of the data synchronization error. A technical support specialist executed a full synchronization in accordance with the knowledge article '000007127,' which titled 'proper datasync procedure & how to place a new db in the es station' to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.